Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump over-infused during delivery of magnesium sulfate in the pediatric care unit. The pump was programmed at flow rate 100ml/hour with a volume to be infused (vtbi) of 100ml. The medication delivered all 100ml in 17.5 minutes; however, was expected to deliver 29ml during that time. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. Correction: g3: aware date: h11: the event history log was reviewed for the customer reported infusion and the reported parameters was confirmed. A secondary infusion of magnesium sulfate was ran for 17 minutes until user stopped the pump. During this time, no air-in-line alarms , system errors or occlusions occurred. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.